Event description:
It was reported that a patient underwent a sling procedure in 2025 and mesh was used. During the placement, the metal perforated white sheath. A new device was taken to implant in the patient. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide lot number unk how many devices demonstrated the alleged deficiency? (B)(4). Is tvt broken intra op? No, during the placement, the metal perforated white sheath. Is it true that the broken / perfored tvt remains implanted? No, because she took a new tvt to implant in the patient. Or was a new device used? Yes, she used a new tvt. No patient involvement was mentioned, does it means that the broken /perforated tvt was inspected pre-op (before using on patient)? No because she used a new tvt. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.